Event description:
It was reported via phone call, that the customer had blood glucose levels declining to 45mg/dl and rising to 330mg/dl. Troubleshooting occured. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.